Event description:
Attorney reported: 2000 - the patient underwent a hernia repair procedure with placement of a kugel mesh patch. In early 2001 - the patient underwent his first removal surgery of the previously placed mesh patch. The patient suffered continuous infections and complications over the period from approx 2001 through 2006. On or about 2001 through 2006, the patient had several subsequent surgeries involving the mesh patch. The patch was removed in piecemeal fashion, each time his doctors discovered pieces of the mesh patch still in the patient's body. The patient continued to experienced abdominal pain and discomfort after his multiple surgeries. The patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available.